Event description:
Caller states that this inform base shows signs of melting. The connector port area around the pins appears to have been melted. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.